Event description:
Complainant alleged that during functional testing, the device failed self-test for defib function and was unable to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6: device problem code. Evaluation results: the device was returned to zoll medical canada for evaluation. The customer's report of "device unable to charge" was observed and attributed to incorrect use of device by user. Review of the logs indicated that there was a CPR adapter in use with CPR stat-pads or CPR d pads connected. The x series device is unable to do 30 joule tests as these pads will not short the multifunction cable. If the device is not connected to a short for the manual 30 joule test, the device will not discharge energy upon pressing the shock button and will prompt the "select 30 joules to test" message. The customer's report of "device fails self test for defib function" was not replicated or confirmed. The device was power cycled multiple times, bench handled, and defib cycled without replicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed the self-test for defib function. Complainant did not indicate that there was any patient involvement in the reported malfunction.